Manufacturer narrative:
Investigation summary: unconfirmed, no sample received. Investigation conclusion: based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer but not correlate this symptom with a potential cause linked to bd process. Root cause description: batch record review did not indicate of any incident in relation to the problem statement. Batch was released in accordance to the acceptable criteria.

Event description:
It was reported that ultrasafe x100l pr clear ssl nvs stein injector was bet and could not deliver medication. This was discovered before use. The following information was provided by the initial reporter: customer reported that for xolair 150mg pfs, the injector was bent could not push medication through.